Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Please see MFR report #2032227-2013-01786.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose reading at the time of the event was 454 mg/dl. Customer experienced nausea, vomiting, shortness of breath and stomach pains. Customer was treated with insulin drips. During troubleshooting, time and date are correct. Programming is correct. Manual prime performed and insulin exited the tubing. High pressure test passed. Nothing further reported.